Manufacturer narrative:
Additional information was provided in b.5., d.4., h.3., h.6. And h.11. Product history records were reviewed and the documentation indicated the product met release criteria. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The cas informed that he was not in contact with hcp and does not have further information. He does not know whether the physician was educated about glistenings. A follow up email with additional questions were sent to iol manager. No response has been received. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated that there was a planned explant.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated that the iol exchange of the left eye was not wished anymore by the patient as patient had an amotio on the right eye after the iol exchange.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported with a description of the patient had glistenings on the lenses in both eyes . Additional information has been received and stated that the patient experienced visual deterioration . There are two medical device reports associated with this patient. This report is associated with the left eye.